Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the high impedances didn¿t resolve, and no actions were taken or planned to resolve them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation system received an "out of range" message (code 1703) on their handset, indicating that the neurostimulator was providing less than the required therapy. The patient confirmed that they did not experience any discomfort and did not perceive a loss or lessening of their therapy. They mentioned that they had experienced a fall from their bed 3-4 weeks prior to receiving the error message. A representative met with the patient to assess their system, where high impedances were discovered on both the monopolar and bipolar contacts. The issue was not resolved at the time of the report, and the device remained implanted and in service. The patient has an appointment with their neurologist on (B)(6) 2025.